Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The physician's plan is to remove the current system next week; allow the infection to heal before implanting the new system on the right side. Additional information indicated that the culture test result appears to be negative, so the ep was still waiting for the recommendation from infectious disease physician. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.